Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -10.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2020. Intraoperatively the lens was removed and exchanged with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.